Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be established. Based on the results of the investigation, the most probable cause of error message is likely due to component failure without any design or manufacturing issue. However, a root cause could not be established for the white residue in all channels and burned c-cover. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited an error message, white residue inside all the channels and a burnt c-cover. There was no patient involvement.